Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) heard beeping tones and received a red alert due to high out of range shock impedances, measuring at 125 ohms on this right ventricular (rv) lead. Boston scientific technical services (ts) discussed patient to contact physician. The rv lead remains in service. No adverse patient effects were reported.